Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked; there was insulin at the bottom of the reservoir compartment. The patient's blood glucose at the time of incident was 525 mg/dl, which she treated via manual insulin injection. The customer did not identify any cracks on the reservoir. The reservoir will be returned for analysis.